Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2008, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was receiving an unknown drug via an implantable pump for non-malignant pain and post lumbar laminectomy syndrome. It was reported that the patient was having an MRI and it was unknown if it was related to the device or therapy. It was stated that the drug infusion system was removed in an emergency situation, but there was a fragment left in the patient's body. It was also reported that the patient was not "all 100% there".

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.